Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.

Event description:
The event is reported as: air leaks through the adaptor. It was unstable when set with the flowmeter. No patient injury reported.